Manufacturer narrative:
According to the original equipment manufacturer (OEM) the root cause of this case is as follows: although no reprocessing procedure deviations were observed, insufficient reprocessing due to improper reprocessing procedure is a potential cause of contamination.

Manufacturer narrative:
The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope cultured positive for acinetobacter radioresistens after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
An engineer was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample of the scope that tested positive. There were no deviations found during the audit. The sampling observation was only for the sampler due to the facilitator quit this job. An endoscopy support specialist (ess) visited the facility and observed the processing technician leak testing and manual cleaning of the tjf 160f scope. All steps in the reprocessing manual were performed. The forceps elevator and recess were flushed prior to flushing the elevator channel. The ess recommended following the manual and flushing the elevator channel first and obtaining a container of clean rinse water to flush the elevator recess during manual rinsing. This will maintain a dirty to clean work flow. The scope was sterilized at an independent laboratory and returned to the service center for repairs. A visual inspection was performed on the scope's instrument and suction channels and noted a black mark and scratch marks inside the instrument channel from the bending section side. There was also evidence of a gray colored stain inside the instrument channel from the control body section. The suction channel was inspected and did not find any kinks, stains, or foreign material. The image was checked and the image was normal. The scope passed leak test. A review of the service history indicated the scope was last service via repair was february 28, 2019. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The re-culturing results were received from an external lab. Re-culturing was conducted according to the instruction of post market study after reprocessing of the scope. The sample which was collected from the endoscope tested positive for microoccus sp. (2cfu). The organism was categorized as low concern. Persistent organisms were not detected during re-culturing. The dna sequence obtained from this isolate returned no match in the database, but the microbiologist identified that this isolate was microoccus sp. Referring to the external lab report. The cause of the reported positive culture cannot be determined as the investigation is ongoing.